Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device has not been in for service since 2005. The inspection found that the device does not advance the carrier when operating the ratchet handle, the ratchet set screw was missing, and the device was out of calibration. The cause of the reported complaint was a worn ratchet gear, the device was out of calibration, and the cutter was dull. These are indicative of a lack of preventative maintenance. The skin graft (B)(4) IFU states: "the zimmer skin graft (B)(4) should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The device was serviced and returned to the customer.

Event description:
It was initially reported that the zimmer meshgraft ii was malfunctioning. Further information received through clinical follow up on 02/22/2011 indicated that when the initially harvested graft was put through the meshgraft ii, it was "shredded" and unusable. A second unplanned graft was harvested and meshed with an additional available zimmer meshgraft ii without further issue.